Event description:
Case description: it was reported that the patient started treatment with novopen echo (batch included in recall, novo nordisk (B)(4)). Investigation results: novopen echo, batch number: evg4140-1. The electronic register was checked. No remarks. Visual and functional examinations were performed. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. The dose accuracy was measured by weighing using a random cartridge the product was found to be normal. The results were found to comply with specifications. The force required to mount the cartridge holder was measured. The results were found to comply with specifications. It was not possible to observe the alleged fault regarding mounting the cartridge holder. The product was found to be normal. During examination/test of the product it has not been possible to detect any irregularities. Company comment: 06-sep-2017: since no faults were found on the returned device (novopen echo) and only very limited information regarding the patient's handling of suspected device is reported in the case, it is not possible to elucidate a clear root cause for the experienced adverse event reported in (B)(4). Reporter comment: novopen echo recall (batch included in recall). Evaluation summary: (B)(4): the electronic register was checked. No remarks. Visual and functional examinations were performed. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. The dose accuracy was measured by weighing using a random cartridge the product was found to be normal. The results were found to comply with specifications. The force required to mount the cartridge holder was measured. The results were found to comply with specifications. It was not possible to observe the alleged fault regarding mounting the cartridge holder. The product was found to be normal. During examination/test of the product it has not been possible to detect any irregularities. The product was found to be normal.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Hyperglycaemias [hyperglycaemia], the cartridge holder of the device did not sound (the click) when it was inserted in the pen [device issue], inaccurate dose of the device [incorrect dose administered by device], hyperglycaemias [hyperglycaemia]. Case description: this serious spontaneous case from (B)(6) was reported by a pharmacist as "hyperglycaemias" beginning on (B)(6) 2017, "the cartridge holder of the device did not sound (the click) when it was inserted in the pen" with an unspecified onset date, "inaccurate dose of the device" with an unspecified onset date, "hyperglycaemias" beginning on (B)(6) 2017, and concerned a (B)(6) male patient who was treated with novopen echo (insulin delivery device) from unknown start date due to "type 1 diabetes mellitus", patient's weight: (B)(6). Patient's height and body mass index: not reported. Medical history included type 1 diabetes mellitus (since (B)(6) 2016), concomitant treatment included non novonordisk basal insulin (name unspecified). On (B)(6) 2017 the patient presented with hyperglycaemias with values of 200 (units not reported) for two days. On (B)(6) 2017 the patient was attended in the emergency services as he presented with blood glucose levels of 360 (units not reported). Patient was treated with flexpen (type of insulin not reported) and the device was changed. Reporter referred an inaccurate dose of the device and the device did not sounded (click) when the cartridge holder was inserted. The treatment with novopen echo was discontinued by the endocrinologist. On (B)(6) 2017 the patient hba1c- glycosylated haemoglobin level was reported as 6.6 (units not reported). Action taken to novopen echo was product discontinued. The outcome for the event "hyperglycaemias" was unknown. The outcome for the event "the cartridge holder of the device did not sound (the click) when it was inserted in the pen" was not reported. The outcome for the event "inaccurate dose of the device" was not reported. The outcome for the event "hyperglycaemias" was unknown. No further information available.